Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5094565) on 10-jun-2020. The most recent information was received on 02-jul-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), arthralgia ("joint pain"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), alopecia ("hair loss") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, arthralgia, premenstrual dysphoric disorder, weight increased, alopecia and pain in extremity outcome was unknown. The reporter considered alopecia, arthralgia, menorrhagia, pain in extremity, pelvic pain, premenstrual dysphoric disorder and weight increased to be related to essure. The reporter commented: event outcome was reported as disability / permanent damage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5094565) on 10-jun-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), arthralgia ("joint pain"), premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), alopecia ("hair loss") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, arthralgia, premenstrual dysphoric disorder, weight increased, alopecia and pain in extremity outcome was unknown. The reporter considered alopecia, arthralgia, menorrhagia, pain in extremity, pelvic pain, premenstrual dysphoric disorder and weight increased to be related to essure. The reporter commented: event outcome was reported as disability / permanent damage. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.